Manufacturer narrative:
The device has been returned/received to date. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 526 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia and vomiting. The patient was treated with insulin through IV(intravenous). The patient was released the same day. The pod was worn when seeking medical attention.

Manufacturer narrative:
The pod was received fully deployed. No evidence of timeouts or drive stalls were observed in the download data. Inspection of the fluid path, needle mechanism, and drive mechanism found no damages or deficiencies that would affect the device's ability to deliver insulin. Phb data indicated that the agc algorithm function as intended to modulate insulin delivery. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.